Event description:
It was reported that a customer experienced a cracked screen, which caused the touchscreen to be unresponsive at times. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.